Event description:
After the patient moved the rug in her bedroom, she experienced dizziness/lightheadedness. She turned the implantable neurostimulator off. The patient was still feeling dizziness/lightheadedness in early 2009. It was noted that there was static electricity when the rug was moved. The caller was encouraged to contact the patient's healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.